Event description:
It was reported that the patient experienced absorption issues with infusion set on (B)(6) 2026, had issues with abdomen not absorbing as well as other locations and is glucose typically elevated post occlusion alarm resulting in high blood glucose.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.